Manufacturer narrative:
MFR's investigation: the 12551 7" ext set is intended for gravity feed/pressure infusions not to exceed 400 psig. It is not intended & or labeled for high pressure/power injections. A review of the mfg. Lot build database for the reported lot # 45-020-sl (mfg. 10-2014) showed 12000 units were mfg. Tested, inspected & released. There were no exception documents generated during the lot build. Device return analysis: visual evaluation of the returned "as-received" used 12551 microclave est set recorded extensive tubing component damage. The tubing was ballooned & split open near the rotating luer end. Findings" the reported product issue was visually confirmed, the root cause was attributable to contraindicated use/application. The 12551 7" ext set is intended for gravity fee/pressure infusions not to exceed 400 psig. It is not intended and or labeled for high pressure/power injections.

Event description:
Complaint received reporting component breakage/leakage w/use of 12551 7" ext set w/microclave, clamp, rotating luer. The initial info received reports "..7 inch set w/micro, clamp, rotating luer burst during the procedure of power injection of CT contrast. The IV site was investigated & patent. The patient had contrast sprayed on her face". Patient did not experience any serious injuries and/or adverse consequences.